Event description:
Customer reported, when vaporizer is turned on, there does not appear to be flow out the common gas outlet of the anesthesia machine. There was no reported injury. Ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.